Event description:
It was reported that during a da vinci si surgical procedure the prograsp forceps instrument stopped opening and closing, and had a broken cable. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch up cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. Engineering also observed tube damage. The distal end of the main tube has various scratch marks with light material removal. The scratches are . .205 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. On (B)(4) 2013 a follow-up call was made with the customer regarding the reported complaint. It was stated that no fragments were observed falling into the patient. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.